Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the during a percutaneous intervention treating the left anterior descending (lad) coronary lesion with a hi-torque whisper guide wire in place. During advancement and removal of unspecified devices over this wire, a tackiness or resistance was felt. Another device was used in replacement without issues. Reportedly, the whisper wire appeared to be missing polymer at the far distal end where polymer should be. There was no separation of polymer confirmed nor any noted in the patients anatomy. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position, difficult to remove and torn were unable to be confirmed. There was no missing or torn polymer coating observed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a build-up of procedural contaminants (blood, contrast) on the guide wire resulted in the reported difficult to position and difficult to remove as other devices were attempted to be advanced over the guide wire. Additionally, the build-up of procedural contaminants (blood, contrast) on the guide wire likely gave the appearance of the reported polymer coating being torn. There is no indication of a product quality issue with respect to manufacture, design or labeling